Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Adc customer service completed the requested training.

Event description:
A customer called in requesting a training on strip use and stated he was pressing a button when he inserted a test strip and said the meter kept showing the memory when he inserted the strip, also was sticking the strip in incorrectly with the contact bars facing outside the meter. The customer further reported their precision xtra meter would not turn on with proper strip insertion and as a result of being unable to test, he experienced lightheadedness, numbness in his right foot and loss of consciousness. The paramedics were called and treated customer with intravenous glucose infusion on the scene. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.